Event description:
Caller reported an alarm 2 followed by alarm 26, indicating multiple previous occlusion events. Customer¿s blood glucose level exceeded 500 mg/dl, but a specific value was not available as the display read "high." To address the high blood glucose, customer administered a correction injection via multiple daily injections (mdi), changed the infusion set and cartridge, and resumed insulin without needing third-party assistance.